Manufacturer narrative:
The qc recovery data provided was within specification. The field service engineer (fse) found that the wash stations were positioned too high and adjusted them. A precision test and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The sodium electrode serial number is (B)(6), and the chloride electrode serial number is (B)(6). The other reagent information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable albumin, alt, glucose, sodium, and chloride electrode results for 1 patient sample on a cobas 6000 c 501 module. Initially, the albumin result was 2.9 g/dl, the alt result was 46 u/l, the glucose result was 156 mg/dl, the sodium result was 124 mmol/l, and the chloride result was 86.7 mmol/l. The nurse questioned the results as they did not match the patient's history, which prompted the customer to repeat the sample. The sample was repeated and the albumin result was 3.6 g/dl, the alt result was 15 u/l, the glucose result was 92 mg/dl, the sodium result was 138 mmol/l, and the chloride result was 105.1 mmol/l. The repeat results were deemed correct.